Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium result generated by the architect c4000 processing module for a patient. The sample was repeated, and normal results were obtained. The following data was provided: customer¿s normal range for magnesium: 1.7 to 2.8 mg/dl (B)(6) 2025 sid (B)(6): initial result = 8.66 mg/dl repeat result on the same instrument = 2.04 mg/dl and 2.23 mg/dl repeat result on another instrument (B)(6) = 2.13 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, and determined the mixer was the likely cause of the issue. The fsr replaced the mixer, and the issue was resolved. A review of instrument service history for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the mixer did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 processing module, serial number (B)(6), or the mixer.

Event description:
The customer reported falsely elevated magnesium result generated by the architect c4000 processing module for a patient. The sample was repeated, and normal results were obtained. The following data was provided: customer¿s normal range for magnesium: 1.7 to 2.8 mg/dl. (B)(6) 2025 sid (B)(6): initial result = 8.66 mg/dl. Repeat result on the same instrument = 2.04 mg/dl and 2.23 mg/dl. Repeat result on another instrument ((B)(6)) = 2.13 mg/dl. There was no impact to patient management reported.